Manufacturer narrative:
Per the clinic, on (B)(6) 2015, the patient was administered general anesthesia to facilitate abutment removal. During the same procedure, the patient was implanted with a new device on the contralateral side. The implanted device remains. This report is filed october 28, 2015.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.